Manufacturer narrative:
(B)(4). The handpiece was received attached to a disposable device. The handpiece was forcibly removed from the device. The nose cone was cracked and the mount was noted to be loose. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The moisture indicator was positive. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It was reported that the device is stuck with the disposable and cannot be separated.no consequence reported on the patient.no delay reported. The case was completed with the same devices and the issue was only discovered at the end.